Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 1 unknown 3.5mm cortex screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was originally implanted with an unknown 3.5mm stainless steel cortex screw on (B)(6)2014. During a planned explantation of the screw, a reamer broke while trying to remove the screw, which had broken. The broken screw was noticed intraoperatively during the explant, but it was not reported exactly when the break in the screw occurred. All pieces of the reamer were retrieved and none remained in the patient. An alternate reamer was used and all pieces of the screw were successfully removed. There was no surgical delay. No patient harm was reported. This report is for an unknown 3.5mm cortex screw. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Reported as adverse event with required intervention and product problem in the initial report in error, event was a product problem no harm was reported(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.